Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to answer to manufacture questions received 01-feb-2024 customer confirmed "the stent was a little different when it came out of the packaging, a little kinked." User error noted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent couldn't be discharged. " as per cc form": it was not possible to remove the stent. The lever on the handle was very difficult. The stent was a little different when it came out of the packaging, a little kinked. The stent could not be removed. At some point the nurse had the feeling that something in the stent had torn. The release was aborted without the stent being implanted or the patient and device being damaged. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental correction report is being submitted following a review of this complaint file and an update to the annex a codes based on confirmation that the device was damaged prior to use.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file and an update to the annex a codes based on confirmation that the device was damaged prior to use. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 31-jul-2024.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2102995 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th january 2024, re-evaluation was completed 23rd february 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ safety wire still in place. ¿ red shuttle is on 11th dimple. ¿ stent returned partially deployed. ¿ directional button is in the deploy position. Functional inspection: ¿ actuating fine for deployment and recapture. ¿ stent deployed with no issue. ¿ stent intact. ¿ safety wire removed with issue. ¿ stent released with no issue. Lab re-evaluation: visual inspection: ¿ slight kink/compression noted on the flexor approximately 110cm from the white tip. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the customer observed that the device was damaged when it came out of the packaging, the customer continued to use the damaged device. Therefore, the product manager was notified to consider retraining at the facility. The user error is a cascading effect of the device being damaged prior to use therefore no additional complaint is required. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the handling of the packaging during transport/storage. It is possible that the device was damaged during transportation and was not observed by staff at the user facility when placing the devices into storage. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. Slight kink/compression of flexor observed in the lab evaluation. It is likely that the kink in the flexor resulted in the deployment issues reported by the customer. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.